Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of unknown. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.